Manufacturer narrative:
(B)(4).

Event description:
Procedure: pneumonectomy. According to the rptr: this was a right pneumonectomy inside the pericardium to resect a voluminous cancer overlapping the superior vena cava with section of the vena cava and wide opening of the pericardium. The stapling was done over the entire width of the pulmonary artery, the vena cava, and the aorta. The instruments did not staple the complete line. Then the transection opened as the staples did not stay closed. There was massive hemorrhage and heart failure. Hemodynamic reanimation unsuccessful. The pt expired. Add'l info has been requested.